Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was over 530 mg/dl. Bg level was corrected with a manual injection (mdi) of insulin and a bolus via the pump. The customer continued to use mdi for insulin therapy.